Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead had dislodged and exhibited high thresholds. The screw of the lead was screwed out and could not be fixed after multiple positioning attempts. It was also reported that when myocardial tissue on the screw was cleaned, the screw could not be screwed out normally. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.